Event description:
I am a bedside nurse in the ICU. My hospital has been using queen disposable nitrile gloves for exam gloves for a few months. These are dangerously poor quality, with frequent holes, especially in the fingers and often tear without any obvious provocation. I have reported this to my employer, but I believe that the FDA should also address this issue. FDA safety report ID # (B)(4).